Manufacturer narrative:
(B)(4). Batch # r5848u. The analysis found that one pcee45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45g cartridge reload was received partially fired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: investigation summary: the analysis results found that one pcee45a device was returned with the anvil damaged the firing mechanism jammed. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A ecr45g reload loaded on the device. The reload was received partially fired 2/3 and with damage on cartridge deck, with the cartridge body and drivers damaged. In addition two cartridge reloads were received. The reload c was received partially fired 1/3. The reload d was received partially fired 2/3. After further analysis it was noted that the knife had buckled and the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: by manual override do you mean the grey anvil release button on the most proximal area of the device? Yes, it didn¿t open the jaws. Did this button work to open the jaw of the device? No. Did the jaws eventually open? No. Is the current patient status known? Stable. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Under anesthesia longer.

Event description:
It was reported that during a hand assisted colon resection, during an unknown firing, green reload, no buttressing, the stapler partially fired on tissue and the knife blade wouldn't retract. An ats45 stapler was used to staple off the colon, next to the second stapler, and the second stapler was removed with the tissue still in the jaws. Another ats45 stapler was used to complete the procedure. There were no patient consequences reported.